Manufacturer narrative:
Correction: corrected type of investigation, investigation findings and investigation conclusion codes as the product was not returned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high threshold. The lead was explanted and replaced. No complications were noted. The patient was stable before, during, and post-procedure.